Event description:
The pt ((B)(6)) received his scs system on (B)(6) 2008. The ipg was tested during the procedure and communicated properly. It was reported that after the procedure was completed, the ipg would not communicate with the programmer. The ipg was replaced on the same day. It was returned to ans for eval. No further info is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.